Event description:
Complainant alleged that while attempting to treat a patient (age & gender unk), the device was turned on in defib mode, switched settings on it's own and began to pace. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.